Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A review of the translated discharge notes by the hcp noted the patient underwent revision procedure for fracture of the plate. Also noted, during the explantation, the surgeon noticed that at the moment of plate deformation there was the active process of bone consolidation. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that the product was revised due to implant fracture three months post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.